Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gets hot to touch. The customer¿s blood glucose level was 177 mg/dl. The customer reverted to an alternate method for insulin therapy.